Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted.. Reason for device explant and/or reoperation: cap con iii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent a breast augmentation primary with a 350cc mentor memorygel breast implant experienced bilateral capsular contracture grade iii post procedure. The health care professional stated that the patient had a primary breast augmentation where a pair of smooth round gel implants were placed and within¿ months of her primary augmentation she developed a grade 3 capsular contracture, and she underwent a revision surgery onto remove the scar tissue that formed around the implant. The patient kept the same implants, per the doctor¿s recommendation and the capsular contractures were removed from both implants by capsulotomy. This report relates to the right prosthesis.

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).